Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had a feeling that was like a urinary tract infection (uti). Patient was inquired if the implantable neurostimulator (ins) would keep that from happening. Patient thought that was something that would go away with the ins but patient said it has come back since getting the implant. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.